Event description:
Antibiotic -vanco- set up to be delivered via piggyback into baxter continu-flo solution set with a check valve by a secondary med administration set. The check valve failed, permitting the vanco to drain out of the medication bag and into the primary solution of normal saline, instead of being delivered to the pt. This has happened before with this tubing.